Event description:
Philips received a complaint on the device efficia dfm100 indicating that the equipment is received with a dented and broken screen case in the upper right corner, and it is unsned from the equipment assembly, in turn it comes without the protector of the therapy port and with the base of the collar of the therapy cable broken. The details of patient involvement are unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench repair service engineer conducted evaluation of the device and identified that device received without therapy port protector assembly. The therapy protective port was installed, and the latest version 2.00.32 software was updated to resolve the issue. The device was returned to normal after the replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the therapy port protector assembly was missing. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was normal, after the installation of therapy port protector assembly. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.